Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing six cannula issues, all of the same type. Specifically, the patient reported kinked infusion set cannulas on three occasions: (B)(6) 2025. In each instance, the patient noticed symptoms within 3 hours of inserting the infusion set. The insertion sites were located in the thigh area. As a result of these issues, the patient's blood glucose level rose to 425 mg/dl. To address the high blood glucose, the patient administered a correction injection using a multiple daily injection (mdi) method. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.